Manufacturer narrative:
Device passed the displacement test, active current measurement and self test. No replace battery now alarm or blank display noted. The battery tube connector plugged in properly to electrical board during visual inspection. However, device received with a high sleep current measurement test, problem isolated to the electrical board. Device received with missing display window cover, end cap address label missing, cracked select button keypad overlay and keypad overlay texture damage.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump was unexpectedly shuts down even after replaced with new brand battery. Customer was experienced high blood glucose of 25 mmol/l. The insulin pump will be returned for analysis.